Event description:
It was reported that the fiber cap detached during prostate vaporization at 42,907 joules into the case. The cap detachment was noted when the fiber was reinserted into the cystoscope. Per the customer, no part of the fiber cap was inside the pt. No pt injury was reported.